Event description:
Customer reported a past incident of low blood glucose, with the lowest level documented as 41 mg/dl. Cause was not known. Customer consumed carbohydrates to address the low blood glucose, and control-iq software feature was active and functioning correctly. Customer was advised to consult a healthcare professional for further discussion on factors affecting blood glucose levels and acknowledged this recommendation.